Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron integrated system built in g139, they allege that the handpiece is warm to the touch and they have low water flow ,no injury resulted.

Manufacturer narrative:
04/04/2025 mu (B)(6) rev13 ech main board damaged. No accessories received for evaluation just the plain module. Unit turns on but it does not vibrate due to a damaged main pcb. Customer needs a new module.